Event description:
It was reported by the sales rep that during an unknown procedure, an error 5 occurred in the 1st device. The blade was broken off when the device was checked on the mayo stand. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.